Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 06/16/2016. At the time of original submission, the customer had not responded with information that support requested in order to investigate the issue of incorrect measurement mapping requiring the physicians to manually update the measurements. The doctors were unwilling to cooperate with support to investigate and resolve the issue. A search of the customers cases indicate that they still have not contacted support with the necessary information to be able to investigate and fix this issue. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. The measurements are able to be manually changed by the physicians as they have been doing. Revised information contained in this supplemental report includes the following: g1-2 - updated contact office - name/address/email; g4 - date new information received by manufacturer; g7 - indication that this is follow-up report 001; h1 - indication of malfunction as reportable event; h2 - indication of additional information; h3 - device not evaluated by manufacturer as the customer never gave support the information needed to investigate the issue. H6 - evaluation codes: method code: 4119 - insufficient information available; results code: 3221 - no findings available; conclusions code: 67 - no problem detected; h10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and stated that a diagnostic measurements taken by their modality was importing into the incorrect node within the clinical reporting tool. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. Reference complaint number (B)(4).